Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. This type of defect is generally associated with a timing issue on the metro (the equipment which inserts the rubber stopper into the hemogard cap). Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e 7.2mg plus blood collection tube experienced stopper creep out or loose closure after use. The product defect resulted in blood exposure to the device operator/nurse who received blood tests and prophylactic medication as a result. The results of the testing have not been specified. The following information was provided by the initial reporter: lid of the vacutainer fell off as a nurse picked up the blood collection tube, spilling blood onto the nurse's hand. Details of injury (to patient, carer or healthcare professional): nurse had blood tests taken and was given a months worth of prophylactic medication. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): examined other collection tubes from the same and different lots. The lids of vacutainers from lots 0035610 and 9276338 could be loosened if the blood collection set was removed forcefully at an angle. This is a scenario that is deemed unlikely to occur regularly.